Event description:
The facility reports the pt was being transferred from the bed to the chair when the "carer" noticed the pt's hand was limp. The pt was removed from the sling and a dr was called to examine the pt.